Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the brakes are not holding when the pedal is in the locked position. There were no reported injuries.